Event description:
Hock an, jensen sr, svaerke kw, et al. A randomised double-blind controlled study of deep brain stimulation for dystonia in stn or gpi - a long term follow-up after up to 15 years. Parkinsonism relat disord. 2022;96:74-79.10.1016/j.parkreldis.2022.02.001.  This is a long-term open follow-up of a prospective double-blind crossover study, where electrodes were bilaterally implanted in both the subthalamic nucleus (stn) and internal pallidum (gpi) in patients with isolated dystonia.   Reported events: 3 patient had surgical site infection, one of them requiring explant. 4 patients required surgical revision of a tight wire. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. If information is provided in the future, a supplemental report will be issued.